Event description:
The report received stated "customer states during use, air leaked from the valve." "Test prior to use: yes." "Patient involvement: yes. "Patient harm or injury: no." No other information was provided.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned, and failure investigation results provide new or significant information, a follow-up report will be submitted.